Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05009. It was reported that pericardial effusion occurred. The patient underwent a left atrial appendage closure (laac) procedure. At first a 24mm watchman ® laa closure device & delivery system was used, but it did not completely close the laa. Therefore, the device was removed and a pigtail catheter was advanced into the laa. The watchman ® access sheath was advanced over the pigtail. For the second attempt, a 27mm device was selected and deployed; however, it was removed as it did not seat sufficiently. Then the patient became hypotensive and pericardial effusion developed. A pericardial tap was performed with a drain placed. A third device (27mm) was deployed successfully in the laa. This assisted in regaining hemostasis and decreased continued bleeding from the laa into pericardial space.